Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the allergic reaction. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso (B)(4)   and eo residual levels in compliance with iso (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicty per iso( B)(4) and sterility per iso (B)(4) prior to release.

Event description:
It was reported the patient developed an allergic reaction to the pod's adhesive while wearing the pod on the leg for between 4 and 24 hours. The patient visited erasmus medical centre and controlled the allergic reaction with the healthcare provider (hcp). Due to the pod failing the adhere, the patient uses tegaderm and nose spray.